Event description:
The trilogy evo was returned and evaluated at a 3rd-party service center for the complaint "check power". There was no patient involvement, and no harm or injury reported. During the device evaluation, a power issue was not confirmed. However, the device failed testing for active exhalation verification: positive flow: measured vt. The active exhalation 3-way solenoid and proportional valves required replacement to address this issue. Four-year preventative maintenance was completed on the device and components replaced as required by the servicing schedule. Firmware version was updated to v1.05.06.00 as required for use in the USA. Additional findings not related to the malfunction/issue: during evaluation the device gave an error code e-168 indicating machine flow error. This event captures when the sensor value is not updated or it is out of the valid range. This is a "debug" message and provides information about sensors. The machine flow sensor was replaced in response to this debug message occurrence. This device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements.